Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. The user did not lower the laser power nor did the user let off the foot pedal once blue pixels were witnessed. The physician performed a biopsy prior to the ablation procedure and it was flushed with a solution. There were no patient complications reported in relation to this event.